Event description:
A questionnaire was received.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that for the left eye, the lens is currently at 15 degrees; according to the calculation, it should be optimally at 155 degrees. Per the instructions for use (IFU): rotation of the company lens away from its intended axis can reduce the astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. The hcp indicated there are no plans to explant at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: correction information was provided in h.6. On previous supplemental report smdr1 the eval method code b17 was an error. It should have been b20 on the smdr1. Additional information was provided in b.5. The manufacturer internal reference number is: (B)(6).

Event description:
Additional information received and stated that, the patient was not impaired as a results of the event. In the surgeon's opinion, distortion of the lens was the contributed cause of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens (iol) implantation surgery, the patient experienced astigmatism over two diopter. The surgeon reported that, in the left eye the lens was currently 15 degrees but according to the calculation it should be 155 degrees. Unfortunately it was very twisted and the remaining astigmatism could come out from that. Additional information has been requested.